Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that patient experienced ineffective stimulation. As a result, the left lead was explanted, and a new lead was implanted. There was no complication during the procedure. Patient was stable.

Event description:
New information received states that new lead implant procedure is anticipated in the near future.